Event description:
An optometrist reported that a pt who underwent bilateral lasik was still experiencing halo's around lights at night in the left eye, six months postoperative. This condition was documented before the pt underwent lasik surgery. No medical or surgical intervention has been used. Another report will be filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).